Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been recently loaded and contained insulin. Additionally, it was reported that a resume pump alarm occurred. In addition, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer declined to further troubleshoot with tandem technical support. Customer's blood glucose ranged from 107-138 mg/dl.